Event description:
It was reported that this pacemaker exhibited t-wave oversensing resulting in inappropriate nsvt episodes. Lead trends showed r-waves were consistently greater than 7 mv. Technical services (ts) discussed troubleshooting options and programming considerations. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.